Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and vela suprarenal in 2014. Patient was lost to follow up surveillance for approximately two years. On an unknown date in (B)(6) 2018, a CT was completed which showed and indeterminate endoleak and aneurysm enlargement of unknown size. Patient continues to be monitored and options for a reintervention is being discussed. No additional patient sequelae have been reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiib endoleak of the main body. The complaint is most likely device related (use of strata material). The sac enlargement complaint is unconfirmed due to a lack of relevant comparative imaging studies. Procedure related harms for this complaint could not be determined. The clinical assessment also determined that there was evidence to reasonable suggest placement of a non-endologix left limb stent (date unknown) occurred that was not included in the event as reported. The non-endologix stent placement was discovered during review of the 50-month post implant CT scan. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Correction: remove other serious and add required intervention; (B)(4). Additional information: manufacturing site; (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 device and infrarenal afx on (B)(6) 2018. In addition, the clinical assessment confirmed that a type iiib endoleak of the main body was present at the time of the event, and a non-endologix left limb stent was implanted on an unknown date and prior to the re-intervention in (B)(6) 2018.